Event description:
Customer reported the panorama central station displayed an error message, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and was unable to reproduce the error message. It appears that a defective printer at the customer's site was the cause of the problem. Unit was tested, calibrated, and safety checked to factory specs without any failures.